Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the retraction process of a 5f exoseal vascular closure device (vcd) the angle of more than 45 degrees was always maintained, until the vcd was withdrawn from the body and no discoloration occurred. The in vitro test found that the guidewire ring was stressed greatly, and the strong pull made the indicator window discolored, and the blocking was unsuccessful. The device was replaced with a vcd of the same lot number which was still unsuccessful. Manual compression was held for hemostasis. There was no reported patient injury. The device was used after a cerebral angiogram with a normal femoral artery approach. The devices will be returned for evaluation.

Manufacturer narrative:
As reported, during the retraction process of a 5f exoseal vascular closure device (vcd) the angle of more than 45 degrees was always maintained, until the vcd was withdrawn from the body and no discoloration occurred. The in vitro test found that the guidewire ring was stressed greatly, and the strong pull made the indicator window discolored, and the blocking was unsuccessful. The device was replaced with a vcd of the same lot number which was still unsuccessful. Manual compression was held for hemostasis. For the first device, the indicator window did not change because the guidewire ring was not sensitive enough to trigger timely discoloration under force. There was no reported patient injury. The device was used after a cerebral angiogram with a normal femoral artery approach. While the surgeon maintained the angle and withdrew the sheath, the indicator window failed to change in time, and the device was already removed from the body. The procedure was performed using a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified in the use of exoseal vcd. There were no visible signs of device or packaging damage prior to use. A 5f 11cm non-cordis femoral artery sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the vessel diameter was greater than or equal to 5 mm. The puncture site showed no calcium or plaque, no vessel tortuosity, no stent, and no stenosis greater than 50%. The site had not been closed with another device or compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible, but the wire could not be pulled.. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally non-cordis 5f catheter sheath introducer (csi) was returned inserted on the unit returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not confirmed since the device was received fully deployed and the window was in full transition. The cause of the reported issue could not be determined due to the condition of the received device not matching the event reported, since it was received fully deployed with window transition. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during the retraction process of a 5f exoseal vascular closure device (vcd) the angle of more than 45 degrees was always maintained, until the vcd was withdrawn from the body and no discoloration occurred. The in vitro test found that the guidewire ring was stressed greatly, and the strong pull made the indicator window discolored, and the blocking was unsuccessful. The device was replaced with a vcd of the same lot number which was still unsuccessful. Manual compression was held for hemostasis. For the first device, the indicator window did not change because the guidewire ring was not sensitive enough to trigger timely discoloration under force. There was no reported patient injury. The device was used after a cerebral angiogram with a normal femoral artery approach. While the surgeon maintained the angle and withdrew the sheath, the indicator window failed to change in time, and the device was already removed from the body. The procedure was performed using a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified in the use of exoseal vcd. There were no visible signs of device or packaging damage prior to use. A 5f 11cm non-cordis femoral artery sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the vessel diameter was greater than or equal to 5 mm. The puncture site showed no calcium or plaque, no vessel tortuosity, no stent, and no stenosis greater than 50%. The site had not been closed with another device or compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible, but the wire could not be pulled. The devices will be returned for evaluation.